Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving gablofen 1000 mcg/ml at 290 mcg/day for intractable spasticity via an implantable pump. It was reported the patient went in for a refill on (B)(6) 2022 and the physician was unable to do a refill due to a pump flip. An ultrasound took place to confirm the pump flip. Surgery was performed to flip the pump into the right position. Upon exposing the pump intra-operative the surgeon felt the catheter was still intact and confirmed this by accessing the catheter access port and drawing 1 cc of fluid. The reservoir was filled with 40 cc of gablofen after withdrawing the expected 3 cc of residual volume. It was reported other medications the patient had been taking include: albuterol inhaler, baclofen oral, cholecalciferol, clobazam, dulcolax suppository, flovent inhaler, gabapentin, lacosamide, melatonin, and prilosec. The patient has past medical history of poly microgyria, spastic quadriplegic cerebral palsy, intractable epilepsy, oral dysphasia with gastrostomy tube dependency, chronic respiratory failure with tracheostomy and ventilator dependent, and spasticity/dystonia. At the time of this report the issue had been resolved and the patient status was alive - no injury.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient came in for anroutine baclofen pump refill on 2023-feb-09 and the pump was difficult to interrogate. Palpation revealed pump catheter connection to the left of catheter access port. Attempted pump refill, without success. X-rays completed, which confirmed inverted pump. The pump was manually flipped in clinic and confirmed with ultrasound. Pump was successfully accessed and refilled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.